Event description:
It was reported that during an unk procedure, the device would not work and had an error code 5. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and was found to be functional. However, the hand piece was disassembled and a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activations issues or an error code 5 to occur.